Event description:
It was reported that the vns patient passed away on (B)(6) 2008. The hospital does not release patient information; therefore, no additional information is available.

Manufacturer narrative:
.

Event description:
Additional information was received from the cdc national death index where the underlying cause of death was listed as ¿infantile cerebral palsy, unspecified¿ with record axis of ¿grand mal seizures, unspecified (with or without petit mal),¿ ¿heart failure, unspecified,¿, ¿respiratory failure, unspecified,¿ and ¿other lack of expected normal physiological development.¿ an internal sudep evaluation performed revealed that the death is a possible sudep.